Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).